Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to urethral erosion. No further patient complications were reported related to this event.

Manufacturer narrative:
Additional information.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to urethral erosion. No further patient complications were reported related to this event. Additional information received indicated the patient became incontinent again and the erosion was discovered when the physician scoped the patient. The erosion was of the urethra and involved the aus cuff.

Manufacturer narrative:
Device evaluation: the complaint components were returned and analyzed. The reported allegation of erosion was not confirmed via product analysis, however cuff failure was found. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to urethral erosion. No further patient complications were reported related to this event. Additional information received indicated the patient became incontinent again and the erosion was discovered when the physician scoped the patient. The erosion was of the urethra and involved the aus cuff.